Event description:
It was reported an intraocular lens (iol) was implanted into the patient¿s ocular dexter (right eye). In a secondary surgical procedure, the iol was explanted due to complaints of poor quality of near and distance vision and visually significant halos around lights; the explanted iol was replaced with another johnson & johnson lens, model dib00 12.0 diopter iol. The patient did not have any pre-existing medical condition related to the eye. There was no incision enlargement, no patient injury, no prescription was given outside of the normal post-operative treatment, no suture(s), and no vitrectomy. Patient outcome post-lens exchange was reported as 20/20 distance and symptoms resolved. The explanted iol is not available for return as it was discarded. No further information is available.

Manufacturer narrative:
Section a-4 patient weight: unknown/asked information unavailable. Section h3-81: the device was not returned for evaluation as it was discarded. Therefore, a failure analysis of the complaint device cannot be completed. A review of the device history record, complaint trending, and risk documentation for this device will be performed. Upon completion of the review, if there is any further relevant information a supplemental medwatch will be filed. Attempts have been made to obtain missing information; however, the account did not provide the information. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.